Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pancreatitis since (B)(6) 2010, gerd since (B)(6) 2010, anemia, diarrhea, nausea, vomiting, urinary tract infection and abdominal pain. Concomitant products included ferrous sulfate, folic acid, gabapentin, omeprazole, pancreatin (viokase) and topiramate. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (to remove the essure implant in july of 2010.). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, migraine, headache, dysmenorrhoea, weight increased and weight decreased outcome was unknown. The reporter considered dysmenorrhoea, headache, migraine, pelvic pain, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain and dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, concomitant condition added,event added :- migraines / headaches, nausea, dysmenorrhea (cramping), pain, weight gain / loss, incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine perforation ("perforation (uterus)-found 3 coils lodged in uterus/migration of essure device location of device: uterus"), genital haemorrhage ("excessive bleeding after essure implant was "weird but okay") and bladder perforation ("1 coils found lodged in bladder 1 coils found in another adjacent 6 coils lost/state the location of the perforation: bladder, other adjacent organ") in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included pancreatitis since (B)(6)2010, gerd since (B)(6)2010, anemia, diarrhea, nausea, vomiting, urinary tract infection, abdominal pain, celiac disease since (B)(6)2007 and constipation chronic since (B)(6)2007. Concomitant products included esomeprazole since 2003, ferrous sulfate, folic acid, gabapentin, hydrocodone since 2009, omeprazole, pancreatin (viokase) and topiramate. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). On (B)(6)2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and bladder perforation (seriousness criterion medically significant), 1 year after insertion of essure. In (B)(6)2009, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and polymenorrhoea ("described that pain started 10 days prior to the start of her menses continues to start for first 2 days") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full),salpingectomy(bilateral removal of fallopian tubes), to remove the essure implant in (B)(6)2010. And ablation). Essure was removed on (B)(6)2009. At the time of the report, the pelvic pain, dyspareunia and abdominal pain lower had resolved, the uterine perforation, bladder perforation, headache, dysmenorrhoea, weight increased, weight decreased, nausea and polymenorrhoea outcome was unknown and the migraine was resolving. The reporter considered abdominal pain lower, bladder perforation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, nausea, pelvic pain, polymenorrhoea, uterine perforation, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.3 kg/sqm. Computerised tomogram - on (B)(6)2008: everything went well and was occluded. Hysterosalpingogram - on (B)(6)2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain and dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6)2019: perforation (uterus)-found 3 coils lodged in uterus/migration of essure device location of device: uterus, 1 coils found lodged in bladder 1 coils found in another adjacent 6 coils lost/state the location of the perforation: bladder, other adjacent organ, dyspareunia(painful sexual intercourse), nausea, lower abdominal pain, described that pain started 10 days prior to the start of her menses continues to start for first 2 days. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery to remove the essure implant in (B)(6) 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.